Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient would like to move forward with explant due pain at the device site the patient is experiencing. The pain was previously attributed to be due to fighting that the patient partook in. Currently, the neuro believes the pain is from vns stimulation and disabled the device. The patient is to return to office in 2-3 months and will be re-evaluated then. The patient has not been officially referred for explant to date no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the generator was replaced. The device would not interrogate due to end of service condition. When the device was replaced, high impedance was detected. This high impedance is captured in MFR. Report # 1644487-2024-01111. The suspect product has not been returned to date. No other relevant information has been received to date.